Event description:
Complainant alleged that during biomed testing, the device was unable to detect the paddle set. Complainant indicated that when the multi-function cable was changed, the malfunction disappeared. Complainant indicated that there was no patient involvement in the reported malfunction.